Event description:
It was reported the device was explanted and replaced due to high rv impedance readings. Invasive testing revealed normal rv lead impedances when the lead was tested through the replacement device. As the high impedance appeared to be a device issue, the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.